Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her onetouch ultra meter stopped powering on around 9 pm on the day of event, and then reportedly developed symptoms the next day. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The pt claimed she became tired, dizzy, and sweaty over 12 hours after the reported power issue began, which indicates that her symptoms began sometime after 9 am in the next day. It was noted that the pt took her usual dose of lantus the morning before her symptoms began but she denied receiving any other form of treatment as a result of the power issue. It would be helpful to know how often the pt usually tests her blood glucose levels with the subject meter and if she made any changes to her usual diabetes routine between the time the power issue began, and when her symptoms began. The pt's reported symptoms are suggestive of hypoglycemia; however, it would be helpful to know if these symptoms could be a result of any other health condition. According to the troubleshooting performed by customer service, the reported power issue was not resolved since the pt did not have test strips to complete the troubleshooting. Based on the provided information, this complaint is being reported because the pt allegedly developed symptoms suggestive or a serious injury after the power issue began. In addition, the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.